Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient requesting material composition of implants for MRI compatibility and to know whether or not the devices were supposed to be removed or explanted. The implants were installed in her right hip in 2005. The patient has had pain in the area for a couple years and a fall on her hip about two weeks ago prompted her to go to the emergency room. They documented the event as a healing hip fracture since there was a device there. They later revised the paperwork as no fractures were noted. She would like a return call. Describes as a plate (B)(4), size 135d\ 5h. Description is screw cortex 4.5mmx34mmst. She then mentions that everything else in the description is over guide wire, however in the operative report it is described as synthes dhs lag screw system size 90mm. Lag screw with 135 degree 5-hole side plate, and five 4.5mm cortical self-tapping screws. She would like to know the composition for MRI or CT scan, and also the age of the device. A 36mm screw compress, 280.99 was also provided from the implant record. (B)(6) 2014 - product engineer spoke with the patient, addressed her concerns, new parts were discovered during conversation 280.90 and an unknown compression screw. This is report 2 of 4 for (B)(4).